Manufacturer narrative:
Patient's weight unavailable. Device lot number, expiration date unavailable, although requested. Device manufacture date unavailable because device lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was also present within the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to act as a traction platform to aid in extraction. During extraction, using a 12f and then a 14f glidelight laser sheath, the rv lead was successfully extracted. At the time of reimplanting a new lead, the patient was exhibiting ongoing tachycardia and there was reported difficulty getting the new rv lead implanted successfully. Rescue efforts began, including sternotomy. A small injury at the superior vena cava (svc)/ra junction was discovered. The repair was successful and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted because the 14f glidelight device was the last device in the area of injury during the lead extraction procedure.